Event description:
During a telephone conversation with the pt's father, it was indicated that a box of catheters were opened to find that the tips of 2 of the catheters were cut off and a package was sealed empty.